Event description:
It was reported that the patient's output currents were increased for both day and night mode. Diagnostics were performed immediately afterward and an "output current not delivered" message was received. Lead impedance and battery status were within normal limits. Per ohm's law calculation the generator should be able to deliver the programmed output current. Tablet data was reviewed. The peak output current delivered equivalent to the value for daytime settings, but was lower than the programmed nighttime settings. The diagnostics were performed 2 minutes after the settings change, which would be during the period of time in which the generator was running nighttime settings. There were no noted reboots or therapy status flags. Generator device history record was reviewed; no unresolved non-conformances were identified, and the generator passed all quality control specifications prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).